Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is unavailable. Device not returned to manufacturer.

Event description:
The affiliate reported via email revision shoulder surgery because of anchor inserter breakage : foreign body in intra-articular. The fragment was retrieved. Additional information received via email from the affiliate on 10-11-2017. Issue was detected immediately during procedure without adding additional implants.